Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient had undergone an atrial fibrillation ablation procedure in (B)(6) 2025 where rf lesions were performed around the pulmonary veins. The patient was seen at the center on (B)(6) 2025 where a CT scan without contrast diagnosed pulmonary vein stenosis. The patient was sent to another hospital where a balloon angioplasty was performed. There were no ablation issues noted during the ablation procedure. There was no alleged malfunction with any abbott device.